Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they were hospitalized due to high blood glucose. Customer¿s current blood glucose was unknown. Customer declined to be transferred for high blood glucose and patient was not using insulin pump in the hospital. The insulin pump will not be returned for analysis.